Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 is confirmed because a baxter employee identified the alarm in the event log during review of a returned device. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the assignable cause was not determined.